Event description:
The customer reported being hospitalized for high blood glucose and ketones. The blood glucose reading was 576 mg/dl. Troubleshooting was performed. The programming and everything was correct. Ran a fixed prime test and passed. The customer also reported having no delivery alarms in the past. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.